Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
Loan triathlon set used at (B)(6) hospital on (B)(6) 2011 by dr (B)(6). Femoral impactor/extractor (6541-4-807) seized mid case and could not be used to insert final component. Waited 30mins to get one from another hospital.